Event description:
Per the clinic, the device was explanted on (B)(6) 2025; due to drainage, infection and migration caused by soft tissue changes. It was reported that the patient underwent wound revision (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.